Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-34 (serial: (B)(6)); product type: 0195-heart valves; implant date 2025(B)(6); explant date: na h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to it being a standard for the implanting physician. During the implant of transcatheter aortic valve, two deployment attempts were made; however, the valve was deployed and implanted in an unintended position. Subsequently, a non-medtronic 26 millimeter (mm) transcatheter valve was implanted valve-in-valve (viv). It was noted that a 2 hour procedural delay occurred in result of the event. Per the physician, the depth of implant caused the event.

Manufacturer narrative:
Image review: 2 fluoroscopic cine loops of the implant procedure were provided for review of the event described above. The patient summary was not provided for anatomical review. Amongst others, prosthetic valve migration/embolization are listed as potential adverse events and repositioning precautions in the instructions for use (IFU). Migration / valve dislodgement of the transcatheter aortic valve can be facilitated by a variety of factors, including but not limited to, implant depth, valve size selection, unfavorable anatomical configurations, an unresolved infold, implant technique or post-implant balloon aortic valvuloplasty (bav) complications. Image 1 shows the pre-deployment implant depth probably of the utilized 34 mm valve in cusp overlap projection and image 2, the valve dislodged deep into the left ventricle. In image 1, the implant depth on the non-coronary cusp (ncc) side is about 3-4 mm. Although a reliable left coronary cusp (lcc) implant depth assessment can only be done in 3cusp coplanar / left anterior oblique view (lao) projection, the valve appears to be very deep on the left side. Without lao projection images, this cannot be confirmed. In case the implant depth was not checked in lao open arch projection before fully deploying the valve, it¿s possible that the valve indeed sat too deep on lcc side. In this case, without proper anchoring on the left side, the valve - by design - striving for a more coaxial configuration, and when fully released, came down on the right side and then dived into the lv. There is no information that hints to a device relationship and thus it can be excluded. With no further details provided, an operator error can neither be confirmed nor excluded. With the provided information, the root cause for the valve dislodgement with subsequent s3 implant and a 2 hr procedural delay cannot be determined. No adverse patient effects were reported. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.